Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report issues on the insulin pump. Customer reported that the insulin pump has a frozen display screen. Customer's blood glucose reading was 65 mg/dl. Customer also reported that the insulin pump has an unresponsive keypad. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with all buttons responding properly. No damage or moisture damage noted on the keypad assembly. No unlocked keypad connector, button keypad anomalies or frozen display noted. The pump failed the leak test. The pump leaked at a crack on the back of the case. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump failed the sleep current measurements due to corroded electronic assemblies. The pump was received with a corroded motor home switch. The pump was received with a cracked case on the corner of the belt clip rails near the battery compartment, a fading serial number label and minor scratches on the lcd window.